Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed having an oev-262 monitor and cv-190 unit. However, when using an erbe unit, the image turns black and comes back. Tac advised the customer to change the circuit being used with the cv-190 as well as exchanging the serial digital interface (sdi) cable. Tac provided the customer with cable part number maj-1921 to order as needed. A follow up was made and the customer confirmed that the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported evis exera iii video system center loses image. The event occurred during preparation for use, prior to an unknown therapeutic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. It is surmised from the evaluation result that the cause of the image loss was attributed to serial digital interface (sdi) cable. Olympus will continue to monitor complaints for this device.